Manufacturer narrative:
The manufacturer was unable to conduct an investigation of the device because it was not returned by the hospital. A review of the device history record revealed the device met applicable specifications. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of this event. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2015 for a cerebrovascular accident. Since admission the lactate dehydrogenase level had increased up to the 1700¿s and urine was showing signs of hemolysis. Plasma free hemoglobin was drawn and results are pending. The patient has had intermittent elevated powers. No ramp study was performed and the patient is being monitored. A data log file sent to the manufacturer for review displayed 4 transient power level increases that appeared to be associated with pulsatility index events. Patient outcome information was received 7 days later indicating that on (B)(6) 2015, the patient expired due to respiratory failure. It was reported that the respiratory failure was unrelated to the reports of hemolysis and that there was no device issues related to the patient¿s expiration. The device was not explanted and will not be returned to the manufacturer for evaluation.

Manufacturer narrative:
Approximate age of device: 1 year. According to the information provided, the lvad pump will not be returning for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.